Event description:
It was reported that pt experienced increased pain due to flipped pump. When examined on (B)(6) 2010 the pump could not be refilled. Drug delivered was morphine 10.0 mg/ml at a daily dose of 2,567 mg. A fluoro showed the pump upside down. A surgical repositioning; pump flipped back to right side up and down on (B)(6) 2010. Pt outcome was reported as resolved without sequelae on (B)(6) 2010.

Manufacturer narrative:
(B)(4).